Manufacturer narrative:
The event of lead revision due to lead migration was reported to abbott. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration. Lead migration was confirmed via x-ray. Surgical intervention may be pending to address the issue.